Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device had powered off unexpectedly during use. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. No further details about the patient was provided. Ventec has made multiple good faith effort attempts to obtain additional information regarding the patient, but no further information has been received.